Manufacturer narrative:
The video system center cv-170 and the subject otv-s7h-1n has not been returned to omsc yet. Omsc will investigate the subject video system center cv-170 and the subject otv-s7h-1n to identify the root cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
On (B)(6) 2018, the video system center cv-170 and the subject otv-s7h-1n were used for submucous correction of nasal septum procedure. During the procedure, the noise of light source has been found. And when bleeding occurred, the endoscopic image produced significant color differences and blood seemed purplish. The user replaced video system center cv-170 and the subject otv-s7h-1n with the spare products, and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) confirmed the device history record of the subject otv-s7h-1n, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report # 8010047-2018-00182.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) received following information as the investigation result by an olympus local engineer. The subject otv-s7h-1n was connected with the video system center cv-170 which was used with the subject otv-s7h-1n at this event to confirm the operation, and abnormality in color on the endoscopic image was found. The subject otv-s7h-1n was connected with the visera pro video system center otv-s7pro (olympus asset) to confirm the operation, and there was no abnormality found. Omsc could not investigate the subject otv-s7h-1n. However, based on the investigation result by olympus local engineer, omsc surmised that the video system center cv-170 which was used with the subject otv-s7h-1n was attributed to the cause of abnormality in color on the endoscopic image at this event in theory. There were no further details provided. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report # 8010047-2018-00182.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".